Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power on) has been confirmed. Upon investigation a battery could not be inserted in the monitor due to a bent battery ear. The root cause for the damaged battery ear was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.